Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: during output in seal & cut mode, the probe came in contact with hard tissue, metal or a surgical instrument. Consequently, a scratch was made on the probe. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. The probe broke off when added load. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use which state: "drawing number and revision number of IFU: rc2994 13 ¿ the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. ¿ do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. ¿ do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. ¿be sure to perform the preparation and inspection described in this chapter before use. Also, inspect the ancillary equipment to be combined with the thunderbeat instrument according to the instruction manuals for the equipment. Should any irregularity be observed with the thunderbeat instrument, do not use it. Inspect it as described in chapter 8, ¿troubleshooting¿ in the instruction manual for the ultrasonic generator. If the irregularity is still not resolved after troubleshooting, contact olympus. Using the thunderbeat instrument while any irregularity is observed may cause malfunction and may injure the surgeon, surgical staff, and/or patient." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the ultrasonic surgical device tip broke during a therapeutic liver transplantation. There were no reports of patient harm. Nothing fell into the patient cavity.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.